Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6) . A medtronic representative went to the site to test the equipment. The rail on the door was reported to be misaligned by one tooth. After manual adjustment and a calibration, functionality was restored. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the gantry door of the imaging system displayed the door was open when it appeared to be closed. It was reported that opening and closing the gantry did not resolve the issue. When manually attempting to close, the imaging system would not allow a turn. There was a reported delay to the procedure of half an hour due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome. No additional information was provided.